Manufacturer narrative:
Received one device. The customer reported issue was "downstream occlusion sensor (dso) seal was ripped and falling off" was confirmed through visual inspection which also found that the upstream occlusion sensor (uso) delaminated. The cause of the reported issue was delaminated dso and uso delaminated seals. The reported issue was resolved by replacing the dso and uso seals. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso seal was ripped and falling off. Door latch makes clicking noise/motion when closing it all the way. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.